Event description:
It was reported that the user¿s caregiver observed sustained high glucose readings and that the care team noted the user did not receive insulin because the ilet stopped dosing when the sensor had connectivity issues. Symptoms included hyperglycemia without reported associated clinical sequelae. Outcomes included no hospitalization or medical intervention beyond troubleshooting and education. Investigation included review of available device and sensor data and user interview. Investigation of this case revealed intermittent sensor-to-ilet communication interruptions that resulted in suspended automated insulin dosing, consistent with a device-use communication issue between components. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.